Event description:
It was reported that "the balloon did not inflate before use". No patient injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The balloon inflated but gradually deflated due to leakage. Blood was visible on the catheter body under the balloon. A puncture, approximately 1/50" long, was found on the catheter body at 12 cm proximal from catheter tip. Inflation lumen leakage was noted from the puncture causing the balloon deflation. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of balloon issue was confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the balloon leakage could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.